Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had episodes of bradycardia, outside set programmed parameters of the implantable pulse generator (ipg). It was also noted that no pacing was seen on the electrograms (egm). The ipg remains in use. No further patient complications have been reported as a result of this event.